Event description:
It was reported the patient had a failed fusion (event date unknown), and an explant/removal surgery was being performed. The removal surgery was performed on (B)(6) 2024. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive as the device has not been received for evaluation. Based on the information received, the root cause could not be determined.